Event description:
It was reported rn recommend patient port needle at the end of immunotherapy treatment. Port was a powerloc bard 20g 0.75inch needle. Rn pulled back, attempting to have needle lock via safety feature. The needle did not lock into the safety and rn stuck with needle. Needles were changed 4-6 months ago. They seem to be a little more flimsy than others we used to use. No harm reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.